Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant. Three ifuse implants added. Sizes and lot numbers are unknown.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2014 where three implants were placed. The patient had initial pain relief, but the pain returned six months later following a minor trauma incident. During the investigation, it was discovered that in (B)(6) 2014, a different surgeon performed a revision surgery where he advanced the cranial si joint implant further across the si joint. The patient's condition didn't improve. The cranial implant was now too deep and impinging on the nerve root. In (B)(6) 2016, the same surgeon performed a revision surgery where he removed the cranial implant and filled the explant hole with bone graft. The status of the patient following the revision surgery is not yet known.